Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all batteries and trays were replaced. The power enclosure and battery charger enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the returned battery tray and power enclosure has an electrical failure that was found. The battery and power enclosure both failed the bench test. Analysis on the returned enclosure charger and image acquisition system (ias) power tray had no failure found when analyzed. No functional problems were found when tested. Other relevant device(s) are: product ID: bi71000162 ; lot #: rev. 3 : s/n n/a. Product ID: bi71000176; lot #: rev. 3 : s/n (B)(4). Product ID: bi71000175; lot #: rev. 2 : s/n (B)(4). Product ID: bi71000195; lot #: rev. 2 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that system has a battery error. No patient present.